Event description:
A caller reported that the t:slim x2 pump battery would not charge, and they were using a usb port on a power strip instead of the tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.